Event description:
The patient reportedly experienced a decrease in performance. Revision surgery is scheduled. Advanced bionics is in the process of gathering further information. Once more information is received, a supplemental report will be submitted.